Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of foreign material coming out of the channel likely occurred from an adhesion of chemical agent or glue used for procedure. The specific root cause of how the adhesion or glue entered the channel could not be determined at this time. The cause of the clogged biopsy channel likely occurred due to improper training on reprocessing and/or device handling according to instructions for use. The specific root cause to improper handling of the device could not be determined at this time. The following information is stated in the instructions for use regarding withdrawal of the device: ¿withdrawing the instrument from the endoscope. Warning: do not withdraw the instrument from the endoscope quickly. This could scatter blood, mucus, or other patient debris and pose an infection control risk. Caution: do not withdraw the instrument from the endoscope while the needle is extended. This could damage the endoscope or instrument. If resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope!" The following information is stated in the instructions for use regarding aspirating solid matter or thick fluids with the device: ¿avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera iii gastrointestinal videoscope had a foreign material coming out of the channel during a gastroscopy procedure. According to the initial reporter, the procedure was completed using another like-device. There was no patient harm, but the procedure did take longer than expected due to this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The biopsy channel appeared to be completed clogged as no brush could be advance at first. After several attempts, the evaluators were able to get through. A white material was noted on the brush, visible at the tip of the endoscope after brushing. Furthermore, a third party entity performed several microbiological testing and received perfect results, in accordance with the expected guidelines. If additional information becomes available following device evaluation, a supplemental report will be filed.